Event description:
It was reported that this right ventricular (rv) lead was damaged during a right atrial (ra) lead revision. The lead was explanted and replaced. No adverse patient effects were reported.